Event description:
It was reported that the customer received a button error alarm on the insulin pump after a button was pressed for three minutes or longer. The alarm could not be cleared. The customer's blood glucose level was 5.5 mmol/l. It was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. No button error alarm was noted during testing. The insulin pump was received with moisture damage to the liquid crystal display circuit board, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, severely scratched display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.